Event description:
The report from the affiliate indicated that during an interventional procedure when the physician was attempting to deploy the cypher select 3.0 x 33 mm stent he noticed a hole in the proximal end of the stent delivery system (sds) balloon. The stent was partially deployed due to the hole. The stent was post-dilated with an unknown balloon. There was no reported pt injury.

Manufacturer narrative:
Please note that device (lot #i0606074) is distributed outside the united states, however, it is similar to the united states product. The product was returned for eval and testing; however, the engineering evaluation is not complete. Additional info will be submitted within 30 days upon receipt.